Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dyspnea. The right ventricular (rv) lead exhibited possible non capture. The rv lead re mains in use. No further patient complications have been reported as a result of this event.